Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a sleeve gastrectomy procedure, there was a difficulty in attaching and removing the reload and a piece of it remained inside the adapter. Another adapter was used to complete the procedure. There was no patient involvement.